Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Additionally, it was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin at the time of the events. Tandem technical support (cts) educated the customer that cold insulin is off label per the tandem user guide. Customer¿s blood glucose level was 246 mg/dl. Customer changed the infusion set and cartridge multiple times to address the issue.